Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. During the procedure, a proximal type I endoleak was fixed with an aortic extender component. On an unknown date a type ii endoleak was discovered from lumbar arteries and the pt underwent an embolization procedure in (B)(6) 2011. In (B)(6) 2012, the computed tomography scan revealed a type ii endoleak from inferior mesenteric (im) and another lumbar arteries and the physician decided to treat the endoleak by embolization. CT scan in (B)(6) 2012, showed an increase of blood volume in the abdominal area. On (B)(6) 2012, the physician explanted the devices. The pt tolerated the procedure. Further information was required.

Manufacturer narrative:
Further information was requested. A review of the manufacturing records for the device is being conducted. Also were implanted: (B)(4).